Event description:
The customer reported that the system intermittently would not make an exposure and had to be rebooted. There is no report of patient injury associated with this event.

Manufacturer narrative:
The customer reported that they had resolved the issue and canceled the service call.